Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving dilaudid 1.0mg/ml at 0.2997mg/day. The indications for use were non-malignant pain and other non-malignant pain. The patient stated she went on a trip this year and was currently at 0.2997 mg/day of dilaudid. The patient stated that the pump went dry. The patient suffered withdrawal symptoms, first started out as flu like symptoms on (B)(6) 2016, but then went into full blown withdrawal on (B)(6) 2016. The patient went to the ER (emergency room), was given a shot and prescribed a fentanyl patch that will last until tomorrow (B)(6) 2016. The patient last had the pump refilled on (B)(6) 2016 and was told that she would need to get refilled either the (B)(6) 2016. The patient went on a trip and told the girl she needed to reschedule that date and they rescheduled her refill appointment (B)(6) 2016. The patient was told she would be okay so it didn't make sense to the patient that she went into withdrawal now. The patient¿s telemetry printout stated her low reservoir alarm dates were (B)(6) 2016 which the patient was refilled on (B)(6) 2016 and then another low reservoir alarm date on (B)(6) 2016. The patient stated that their pump was due to be replaced or removed by (B)(6) 2016 due to longevity. Per the patient the plan was to wean the patient down and get the pump removed electively. The patient didn¿t like to be tied to it where she can¿t go on vacation and had to come back for refills all the time. The patient wanted to know if she will still feel withdrawal after the healthcare provider weans the patient all the way down since the patient encountered this just a few days ago. The patient stated that they were told at their appointment in (B)(6) 2015 regarding weaning the patient off the pump and expectations that it would be a mild withdrawal if the patient had a withdrawal. The patient hadn¿t been given a date on explant yet. The patient stated they could not hear the alarm and stated the healthcare provider shut the battery alarm off to preserve battery life. Per the patient the alarm was permanently disabled since 2014 by the physician. The patient would like to get totally off of the pump electively and not be tied to anything and doesn¿t want to go through anymore withdrawals. The situation was being addressed by the healthcare provider. On 2/11/16 the patient further reported that the patient had the pump filled today but only filled with enough drug for one week. The circumstances that led to the withdrawal and steps taken to resolve the issue not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that on (B)(6) 2015 the patient informed the doctor that she wanted the pump removed. The patient¿s dose was decreased over the next several months. On (B)(6) 2015, a pump wash out/refill occurred, the dose was decreased, and the alarm date was set for (B)(6) 2016. On (B)(6) 2015 the dose was decreased and the alarm date was (B)(6) 2016. An appointment was made for (B)(6) 2016. The low reservoir alarm date was (B)(6) 2016. Adjustments had been made on (B)(6) 2015. The pump was refilled on (B)(6) 2016; pump interrogation on that date indicated that the low and empty reservoir alarms occurred. Additional information was received from the patient and per the patient, miscommunication had occurred which caused the pump to go dry; the office only gave her ¿a weeks worth of dilaudid instead of 3 months worth¿. The patient ended up in an out of state emergency room. The patient stated that ¿they gave me a shot and fentanyl shot that made me so sick, enough to hold me 3 day until I got in to see my doctor, driving sensly over 600 mi to get home¿. The withdrawal was hard on the patient¿s body.